Event description:
It was reported the customer had two motor error alarms with their insulin pump. Customer's blood glucose was 125 mg/dl. The customer declined an insulin pump replacement. Customer also reported they would frequently pass through airport scanners. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.